Event description:
It was reported that the device was overheating during testing at the user facility, posing the risk of a burn to a patient or user. The device stopped working after overheating. No medical intervention or adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Corrected data: d9, h3 h3 other text : device not available.

Event description:
It was reported that the device was overheating during testing at the user facility, posing the risk of a burn to a patient or user. The device stopped working after overheating. No medical intervention or adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.